Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient underwent a pump exchange from one lvad to another lvad due to suspected stator thrombus.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The report of suspected thrombus was confirmed based on the evaluation of the returned lvad. The pump was returned assembled with the percutaneous lead severed approximately 10.5" from the pump housing; the severed portion of the lead was returned intact. The sealed inflow conduit, sealed outflow graft, and outflow graft bend relief were not returned. The outlet elbow was received attached to the pump outlet port. The examination of the rotor inlet revealed a thin layer of thrombus surrounding the roto's bearing ball. The loose structure of this formation indicates that it was likely an acute formation that developed while the pump was in operation. Evaluation of the proximal side of the outlet stator revealed a thrombus surrounding the bearing ball. The lack of structure and laminated layering suggests that it did not form in the outlet stator. However, areas of denaturation where the thrombus was in contact with the bearing ball indicate that it was present while the pump was in operation. Although the origin of the observed thrombus and the cause for it's development could not be determined through this evaluation, it would have obstructed blood flow through the pump. The pump bearings, rotor and blood contacting surfaces were examined under a microscope and no anomalies were observed that would have contributed to a functional issue. The pump was cleaned, reassembled, and functionally tested under normal operating conditions according to the manufacturing procedure using a mock circulatory loop. The data retrieved from the testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. No further information is available. The manufacturer is closing its file on this event.